Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his insulin pump had many scratches which affected visibility. The customer's blood glucose level was unknown at the time of the incident. The customer also reported that multiple rewinds were required per prime and it was taking more time and the insulin pump was rejecting new batteries. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unit display properly and no missing segment/partial display anomaly noted. Unit was received with normal operating currents and passed self test, self-test, a21 error test. No unexpected low battery, battery out limit, failed battery test alarms or rewind anomaly noted during testing. Unit had cracked lcd window. The reservoir tube lip was tested with the test reservoir locked in place properly and no anomaly noted.